Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that during a deep brain stimulation (dbs) procedure on (B)(6) 2018, it was discovered that the lead was bent. The issue was found during the test in operation. The lead was replaced and the procedure was completed. The cause of the event was stated to be unknown. The patient's current status was noted as "good condition"; there was no known impact or consequence to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the lead (lot no. Va1n87d) found that the lead tip was bent at the distal end.(B)(4) . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.